Event description:
First step select mattress placed on hill rom bed. The patient was found laying on the floor next to the bed. Patient was laying on top of the first step select mattress. Apparently the mattress and patient slid from the bed. It was noted that two side rails were up, but staff did not record nor recall if the head of bed was raised. Investigation revealed that the straps from the first step select mattress overlay had not been hooked to the bed frame. Staff was instructed to check the straps on mattress to assure that they are secured to the bed.